Event description:
A malfunction was reported with a displayed malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the same malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, and the caller acknowledged and understood these instructions.